Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced in describe event or problem is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using proglide devices with a 6f sheath after percutaneous transluminal angioplasty. Reportedly, with the first proglide, while advancing the knot pusher a suture break occurred. A second proglide was inserted and the needles were accidently deployed without first removing the guide wire. The needles interacted with the cuff, wrapping the suture around the distal sheath, entrapping it in the anatomy. There was resistance during an attempt to remove the proglide device. After the guide wire was removed, the proglide was taken out without any issues. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.